Event description:
From staff: atricure encompass clamp (ref. Olh) (lot# 146220) possible malfunction. It was positioned appropriately and looked to be working but after multiple attempts, the conductance line continued on in a straight line and never moved up or down. Team then brought in a different machine and when it was plugged in it said, "replace handpiece". From operative report: the machine cited an issue with the handle of the encompass clamp. It was removed and, upon replacement with another device, there was an injury to the dome of the left atrium. At this point, we opted to abort the procedure. We were able to see clearly where the bleeding was coming from.